Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, and the recipient was re-implanted with a new device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 17, 2021.